Event description:
A report was received that the pt had an exploratory surgery where the physician opened up a midline incision due to the pt experiencing pain. The physician believed that the pain could be associated with one of the pt's leads but confirmed everything appeared to be normal. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.